Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The patient was sleeping at the time of the shocks. The sensing vector at the time of the shocks was set to the primary sensing vector. An x-ray was done and it shows good system integrity. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.